Event description:
Customer reported device = 555 mg/ dl at 10 pm and lab = 129 mg/dl at 10:28pm. A retest produced device = 516 mg/dl at 11 pm and lab = 141 mg/dl at 11:49 pm. Patient was treated based on the lab results, however type not provided. Controls were stated to be in range, however values were not provided. A request was made for return product and replacement product was sent.